Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that hospitalization - initial or prolonged, required intervention to prevent permanent impairment/damage, occured in section b2. After review, it was determined that this options were incorrectly selected in section b2. Nothing such has occured to the patient. The report should have been sent for product problem only in section b1. In h6 type of investigation code was missing. The missing value is 4105. And e1,d1 and h3 are updated.